Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast implant deflation concomitant products: left side; 375 cc mentor smooth round moderate plus profile; catalog number: 3502375; serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 375 cc mentor smooth round moderate plus profile and was presented with right breast implant deflation confirmed upon examination by the physician on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 7/15/2019. Mentor became aware that the patient underwent bilateral replacement with saline mentor smooth round high profile catalog number: 3503500 on (B)(6) 2019. On 7/29/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device, it was noticed two (2) tears on the posterior view. The tear a measured approximately 3.5 cm. The tear b was observed within a crease, measuring less than 0.1 cm. Microscopic examination of the edges of the tear a revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. The silicone elastomer shell may easily be cut by scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Forceps or hemostats should not be used. Crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).